Event description:
A past low blood glucose event was reported by the customer, with the lowest level being 40 mg/dl. Assistance was required from the customer¿s spouse, who helped by providing drinks. Customer consumed glucose tablets in addition to drinking orange juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.